Manufacturer narrative:
Adverse event problem: f2201, f2303. The reported events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture".

Event description:
Patient reported via operative report and diagnostic testing a left side "intracapsular rupture". Breast examination showed "intracapsular rupture", ¿silicone uptake was noted in two of the left sided axillary lymph nodes¿, "the breast implants slightly firm and sitting high with clinical signs of capsular contracture," "longstanding showing calcification along implant contour and radial folds," and "waterfall deformity with the breast tissue displacing inferiorly over the implant." The baker grade is unspecified. A capsulectomy was noted via op. Report. Patient additionally reported "noticing some ... Mild nipple discharge". The device has been removed.

Manufacturer narrative:
Corrected data: d.2, h.6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported via operative report and diagnostic testing a left side "intracapsular rupture". Breast examination showed "intracapsular rupture", ¿silicone uptake was noted in two of the left sided axillary lymph nodes¿, "the breast implants slightly firm and sitting high with clinical signs of capsular contracture," "longstanding showing calcification along implant contour and radial folds," and "waterfall deformity with the breast tissue displacing inferiorly over the implant." The baker grade is unspecified. A capsulectomy was noted via op. Report. Patient additionally reported "noticing some mild nipple discharge". The device has been removed.